Event description:
Patient tested blood glucose on suspect device as 400+mg/dl. Patient's dr said to take regular insulin (patient normally takes humulin n). Patient did so, but still tested high on the suspect device. At the hosp, patient's blood glucose by lab was 72 mg/dl. Patient retested again on suspect device and blood glucose was 490. A non-diabetic nurse also tested herself on the suspect device and got 500. Patient was treated with intravenous fluids and released. Patient is doing fine.